Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a omnilab advanced plus. The manufacturer received information from the patient that if a bacteria filter can be used with the omnilab advanced for sleep studies. The patient was advised it won't filter out gases possibly caused by foam degradation. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.